Event description:
A patient's dds recommended they cease treatment due to periodontal disease that the patient attributes to the aligner therapy as the cause. Patient is undergoing treatment for periodontal disease.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.